Manufacturer narrative:
Investigation summary: one photo was received by our quality team for evaluation. The photo received was not able to verify the incident and no product was returned by the customer; therefore, the incident could not be verified. The customer complaint of the tubing separated and leaking at the safety clamp could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 20053201 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing separated during use and leaked. The following information was provided by the initial reporter: material no: 2420-0500 batch no: 20053201. It was reported that the tubing separated and leaked at safety clamp.